Manufacturer narrative:
Omsc evaluated the first subject product and found as follows: the tissue pad was partially separated. The coating for electric insulation of the probe was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad and the coating for electric insulation of the probe were damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a hepatectomy, four subject products were used. For the first product, the tissue pad was damaged and open circuit error occurred in the procedure. The user exchanged the product and continued the procedure. The similar phenomena occurred one after another to the remaining three products. The intended procedure was completed with the fifth device. The procedure was prolonged for 20 minutes due to multiple exchanging. There was no patient injury reported. The first subject product was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated it on may 15, 2019, and found as follows; the tissue pad was partially separated. The coating for electric insulation of the probe was partially missing. This is the report of the first subject product, regarding the separation of the tissue pad and the missing coating of the probe.